Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket infection. There was no additional adverse patient effects reported. The ICD was explanted.